Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of joint pain, muscle pain, overall not feeling well, bacterial peritonitis with culture positive for alpha streptococcus, feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath (coded to shortness of breath), shoulder pain, elevated white blood cell (wbc) and migrating polyarthritis coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd4 ultrabag via continuous ambulatory peritoneal dialysis (capd) the patient began to experience worsened joint pain, described as pain involved all joints, after capd therapy was initiated in (B)(6) 2011. Additionally, the patient reported "something would come over my body," described as feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath and shoulder pain that would occur during pd therapy. On (B)(6) 2011, the patient was hospitalized for the joint pain. A remedial intervention included a rheumatology consult and was diagnosed with migratory polyarthritis. Remedial medication included prednisone. On (B)(6) 2011, the patient was discharged from the hospital. The joint pain was ongoing but improved. On (B)(6) 2011, the patient experienced terrible muscle pain and overall not feeling well and was hospitalized. Remedial treatment included increasing the dose of prednisone. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient was readmitted to the hospital for joint pain and muscle pain. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis as the peritoneal culture was gram positive cocci chains. On the patient's pd catheter was removed the same day. The patient discontinued dianeal pd4 ultrabag therapy and was switched to hemodialysis. On an unreported date in (B)(6) 2011, the patient reported feeling 100% better, however, the patient remained hospitalized. The events of bacterial peritonitis with culture positive for alpha strep, elevated wbc?s had not resolved. The events of abdominal discomfort, anxiety, shortness of breath, shoulder pain, joint pain, muscle pain and overall not feeling well had resolved. It was not reported if the event of migratory polyarthritis was ongoing. The nurse stated the events of joint pain, muscle pain, overall not feeling well, feeling uncomfortable in abdomen, anxiety, feeling like can't catch breath, and shoulder pain were related to dianeal pd4 ultrabag therapy. A causality statement was not provided for the event of bacterial peritonitis with culture positive for alpha strep, elevated wbc count and migratory polyarthritis. Medical history and concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. A batch review was conducted on potentially associated lots gd889501, gd889485 and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 product surveillance received a call back from the peritoneal dialysis nurse. She reported that the cause of the peritonitis is unknown and that the patient had a allergic reaction to the therapy. He is on hemodialysis now. She stated that no samples were available.